Manufacturer narrative:
The thermogard xp ivtm system involved in the reported complaint will not be returned for evaluation because the customer resolved the issue by cleaning and drying the air trap holder. The thermogard system was placed back into service for clinical use. Therefore, service was not required to be performed by zoll.

Event description:
The customer reported that during the maintenance phase of the ivtm therapy, the top cap from the start-up kit (suk) (lot #172620) air trap got detached. The customer observed saline leaked into the air trap chamber, the thermogard xp ivtm system generated an "air trap" alarm, and the pump stopped. The customer replaced the suk, primed, and continued the ivtm therapy using another thermogard system to minimize the interruption. No consequences or impacts on the patient.